Event description:
A nurse reported a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with a home therapy pd registered nurse (pdrn) revealed the patient presented to the outpatient home program in (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drug, dose, frequency, duration unknown). The pdrn reported during a home evaluation in october it was discovered the patient¿s caregiver was no longer helping the patient set-up during the evening, and the patient was attempting to perform ccpd herself. The patient has physical limitations which prevented her from performing proper aseptic technique, which led to the peritonitis. The nephrologist decided to convert the patient to hemodialysis for the patient¿s safety. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. Causality was attributed to an unspecified breach in aseptic technique (physical limitations) discovered during a home evaluation. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report any fresenius device and/or product(s) failed to meet user expectation or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The alleged event is confirmed since the incident was caused by the user.

Event description:
A nurse reported a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with a home therapy pd registered nurse (pdrn) revealed the patient presented to the outpatient home program in (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drug, dose, frequency, duration unknown). The pdrn reported during a home evaluation in october it was discovered the patient¿s caregiver was no longer helping the patient set-up during the evening, and the patient was attempting to perform ccpd herself. The patient has physical limitations which prevented her from performing proper aseptic technique, which led to the peritonitis. The nephrologist decided to convert the patient to hemodialysis for the patient¿s safety. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).